Event description:
The pt reported a jolt while walking through security gate at workplace. The pt turned the device off after passing through the gate and feeling the jolt. The pt called the manufacturer for assistance. The manufacturer reviewed device guidelines for security gates with the pt and instructed the pt to decrease the stimulation prior to turning the device back on. The pt stated she felt the stimulation in the wrong place, including her feet and legs. The pt has an appointment with the hcp in 2007 for reprogramming. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is received.